Event description:
Reporter stated that device's piston rod will not move. This occurred when an attempt was made to change the insulin cartridge. No errors were generated by the device. During phone troubleshooting, the piston rod remained stuck and there was a grinding noise. Pt's blood glucose was not affected, and no treatment was received.